Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 5 device ruptured during patient use. The device was administering meronem in 250 milliliters nacl to the patient when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A trend review has been conducted and found that similar reports have been received. The root cause is currently under investigation through (B)(4). A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.